Manufacturer narrative:
Reported event was confirmed by review of medical records noting the tibial component subsided with bone growth around the bibia baseplate. Ligament instability with stiffness/arthrofibrosis. Patella button was intact and fixed. Proximal portion of the tibial component cemented stem was not. Femur distal portion was cemented but the stem was not. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown patella ¿ unknown part and lot. Unknown femoral ¿ unknown part and lot. Unknown tibial plate ¿ unknown part and lot. Unknown tibial bearing insert ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately 3 years post implantation due to pain, tibia subsidence, instability, and loosening. Attempts to obtain additional information have been made; however, no more is available at this time.